Manufacturer narrative:
(B)(4).

Event description:
An aptus endoanchors guide was inserted in a patient during an endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. It was reported that the physician noticed blood leaking from the guide during removal of the dilator. The physician reinserted the dilator into the guide then slowly withdrew the dilator again. The guide continued to leak. The guide was replaced by the physician and the procedure was completed. The physician stated the cause is unknown. No clinical sequelae were reported and the patient is fine.